Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was found during functional testing by a service technician at the manufacturing facility that one of the tips was broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.